Manufacturer narrative:
This part is not approved for use in the united states; however a like device catalog # 8115530, 510k # k030840 was cleared in the united states. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent posterior spinal fusion surgery for compression fracture. Post-op, revision surgery was performed due to unsuccessful bone union. During revision surgery, when the surgeon tried to remove a placed crosslink at th10/11, a right golden screw was stripped and it could not be removed. The crosslink placed at th10/11 was remained in the patient. There was overall delay in procedure less than 60 min. Reportedly, the patient is going well after the surgery (back pain was resolved) and discharged from the hospital.